Manufacturer narrative:
It was reported the switch emitted sparks. Examination revealed that a resistor failed and caused a spark that may have been noticeable to the user. The switch supplier has enacted multiple corrective actions to eliminate the recurrence of this failure.

Event description:
It was reported the switch emitted sparks.